Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. The device was not returned for analysis; therefore, no further investigation can be performed. No CAPA or escalation activities are required at this time. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that midway through a primary hybrid functional endoscopic sinus surgery (fess), posterior and superior, there were accuracy issues on the trudi system for a 0° trudi nav suction device (tdns000z, lot unknown), a 70 trudi nav suction device (tdns000z, lot unknown) and a trudi probe (unknown product code/lot). The inaccuracy was off about one centimeter. The patient was re-registered, which temporarily resolved this issue. But the issue occurred later in the procedure. The physician did not address one of the frontal sinuses due to the issue. Additional event information was received on (B)(6)2025 indicating that the customer confirmed accuracy using the registration probe after registration process was completed. The customer confirmed accuracy known landmarks in endoscopic visualization inside the nasal cavity. Inaccuracy was determined by the suction being used to locate the skull base and it was off. We pulled a navigation probe and it was off as well. The user registered again once we saw that the navigation was off. We were accurate anteriorly but as we went posterior and superior the navigation was off. Six computed tomography (CT) images were used with an axial view. There were no noticeable defects to the CT scanned image. The person performing the registration has been serviced, has performed ¿many¿ registrations. Accuracy/registration was confirmed at the maxillary sinus. The metal interference was checked, and it was in the green. The event was isolated to one patient. Additional event information received on 21-jan-2025, it was noted that steam was the method used for sterilization. When the accuracy issue was observed, the bar color of the device was green. There was no error message on the trudi navigation monitor for the device. The device was plugged after registration. For the navigation prob, when the accuracy issue was observed, bar below the device icon on the trudi system monitor was green. There was no error message on the trudi navigation monitor for the device. The device was plugged after registration. It was confirmed that the bar below the device icon on the trudi system monitor was green for both 0°- and 70°-degree suction devices.